Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with peritonitis. The patient was no longer a candidate for pd therapy and was transitioned to hemotherapy.

Manufacturer narrative:
The complaint sample was not available, and the lot number of product involved in this incident was unknown. However, a sales and shipping search to the client within the time frame of three months before the date of occurrence. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records were requested for this event and not provided.